Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. An extra follow-up was done but no intervention was performed. The patient's condition is fine after the event.